Manufacturer narrative:
Received one open/unused list #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #4973168. As received one of the unused samples had a sticky smooth residue on the tip of the piercing pin. As received one of the unused samples had a sticky smooth residue on the tip of the piercing pin. A potential cause of the condition confirmed on sample received is related to a machine/tool failure. Based on an infrared spectrum analysis performed to the sample received, substance matches in 97% with hydraulic oil. A potential oil leakage is the hypothesis analyzed for this report. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plumset that the customer reported mold or some foreign substance found in the spike prior to use. There was no patient involvement and no adverse event. This captures the second of two events.